Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient felt difficulty to read road signs in normal lighting conditions and focus was no stable. The visual examination was satisfactory around 9/10. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).